Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unknown date, the patient in (B)(6) underwent placement of naso jejunal (nj) tube. Report indicated that the nj tube placement was difficult due to aspiration and drop in oxygen saturation. After the procedure, the placement was verified by x-ray and the nj tube was located beyond the ligament of treitz.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the reported event. The event of aspiration is a known hazard of a nasogastric tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.